Event description:
Patient issue-tip broke: the following was received via medwatch by mitek complaints on (B)(6) 2015; during a shoulder arthroscopy repair the tip of the needle broke off. The tip was retrieved by dr. And removed from the field. The following additional information was received via phone on (B)(6) 2015 from the customer's clinical risk specialist, as summarized by a mitek complaint analyst; the broken piece of complaint device was removed from the patient and discarded. Another like device was used to complete the procedure with no adverse patient consequences. It was unknown how many needle passes were done prior to the device breaking, unknown if the device hit hard bone or hard tissue prior to breaking, and unknown how many minutes the procedure was extended due to the device breaking. Reference customer medwatch 1275899072-2014-8010.

Manufacturer narrative:
The complaint device is not being returned; it was discarded at the user facility and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with a nonconformance unrelated to the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. While one possible root cause could be the tip of the needle struck bone or another hard object as the needle was being passed through tissue, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should any additional information be received in the future regarding this complaint, this file will be reopened at that time and a follow-up report will be filed.